Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was difficult to open. The field service engineer (fse) replaced the half height matrix drawer with a new unit. Transferred all trays and medications from the old drawer to the new drawer. Connected cabling and configured the new drawer. Additionally, replaced the station backup battery in the e compartment. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, difficult to open matric drawer and drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.